Event description:
During cardiac catheterization a perforation of the left anterior descending (lad) occurred. The perforation was sealed with a coverage stent. Additional info has been requested regarding this event.

Event description:
"The device functioned as intended, but a rapture occurred which was promptly sealed, hence a voluntary report was filed.. Given the device did function as intended and was not used in and unapproved or off-label manner, iam not prepared to respond further.